Event description:
Eminent clinical study: it was reported that restenosis occurred. The subject underwent treatment with a study device on (B)(6) 2018 as part of the eminent clinical trial. The target lesion was located in left distal superficial femoral artery (sfa) with 99% stenosis. The lesion was 50 mm long with a proximal reference vessel of 4.9 mm and a distal reference vessel diameter of 5.11 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 60 mm stent. Following post dilation, the residual stenosis was 0%. On may 2, 2018, the subject was discharged with antiplatelet therapy. On (B)(6), 2020, in-stent stenosis in the left sfa. On (B)(6) 2020, the subject was diagnosed with in-stent stenosis in the left superficial femoral artery. Intervention was performed to treat in-stent stenosis of the left superficial femoral artery. During the event, the subject was on clopidogrel and aspirin. At the time of reporting, outcome of the event is unknown. It was further reported that on (B)(6) 2020, the subject re-visited the site on out-patient basis for planned percutaneous transluminal angioplasty (pta). A fracture with dehiscence of approximate 3 mm was noted in the study stent. The stenosis in left sfa was treated with pta. The 70% stenosis in the left mid/proximal to distal sfa along with proximal popliteal artery (ppa) was 20 mm long with a reference vessel diameter of 2.5 mm. Ankle brachial index (abi) on the same day in left limb was 0.64. The fractured stent along with the target lesion was treated with angioplasty using 5mm x 40mm, 5mm x 80mm, 6mm x 80mm and 6mm x 40mm balloon drug eluting balloons. Post procedure revealed good angiographic results, with residual stenosis of 20%. The event was considered resolved. It was further reported that baseline core lab angiography on (B)(6) 2018 in left distal sfa revealed severe calcification with absence of thrombus, ulceration, and aneurysm. It was further clarified that the onset date for in-stent stenosis in the left sfa was (B)(6) 2020. This was previously reported as (B)(6) 2020. On (B)(6) 2020, the subject presented to the protocol scheduled 24 month follow up visit and experienced slight walking difficulty. Hence, duplex ultrasound was performed on july 21, 2020 as a part of follow up. On (B)(6) 2020, walking up to 100 m was not a problem, and the subject did not express any pain at that time, especially no claudicative symptoms. At the visit on (B)(6) 2020, the subject mentioned that they had new onset pain for about a month (after walking 50m). Therefore, the onset date was updated to (B)(6) 2020. On arrival, rutherford classification was 2 (moderate claudication).

Manufacturer narrative:
Patient identifier: (B)(6). B3: date of event updated from 07/21/2020 to 06/21/2020.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Eminent clinical study. It was reported that restenosis occurred. The subject underwent treatment with a study device on may 01, 2018 as part of the eminent clinical trial. The target lesion was located in left distal superficial femoral artery (sfa) with 99% stenosis. The lesion was 50 mm long with a proximal reference vessel of 4.9 mm and a distal reference vessel diameter of 5.11 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 60 mm stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, in-stent stenosis in the left sfa. On (B)(6) 2020, the subject was diagnosed with in-stent stenosis in the left superficial femoral artery. Intervention was performed to treat in-stent stenosis of the left superficial femoral artery. During the event, the subject was on clopidogrel and aspirin. At the time of reporting, outcome of the event is unknown. It was further reported that on august 13, 2020, the subject re-visited the site on out-patient basis for planned percutaneous transluminal angioplasty (pta). A fracture with dehiscence of approximate 3 mm was noted in the study stent. The stenosis in left sfa was treated with pta. The 70% stenosis in the left mid/proximal to distal sfa along with proximal popliteal artery (ppa) was 20 mm long with a reference vessel diameter of 2.5 mm. Ankle brachial index (abi) on the same day in left limb was 0.64. The fractured stent along with the target lesion was treated with angioplasty using 5mm x 40mm, 5mm x 80mm, 6mm x 80mm and 6mm x 40mm balloon drug eluting balloons. Post procedure revealed good angiographic results, with residual stenosis of 20%. The event was considered resolved.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that restenosis occurred. The subject underwent treatment with a study device on (B)(6) 2018 as part of the (B)(6) trial. The target lesion was located in left distal superficial femoral artery (sfa) with 99% stenosis. The lesion was 50 mm long with a proximal reference vessel of 4.9 mm and a distal reference vessel diameter of 5.11 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 60 mm stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, in-stent stenosis in the left sfa. On (B)(6) 2020, the subject was diagnosed with in-stent stenosis in the left superficial femoral artery. Intervention was performed to treat in-stent stenosis of the left superficial femoral artery. During the event, the subject was on clopidogrel and aspirin. At the time of reporting, outcome of the event is unknown.